Event description:
This lv lead was implanted on (B)(6) 2009 and remains implanted at this time. A call to technical services placed on 10/08/2013 states that lv pacing was around 90%. Looks like sensing on the lv. They tried different sensing configurations and that didn't seem to help. It seems like it could be a noise of some sort, but can't reproduce it and impedance and thresholds are solid. The physician was dr. (B)(6) at (B)(6) in (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).